Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that a few hours after the implant procedure, the patient developed weakness and loss of use of the legs. The physician believed that it was not device related but procedure related. The patient underwent a revision procedure wherein hematoma was removed and lead was explanted. The patient was doing well postoperatively.